Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 10x40mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the non calcified subclavian artery. A 10.0x60x135 cm express® ld iliac / biliary stent was advanced to treat the target lesion. However, upon first inflation at 6 atmospheres for a duration of 5 seconds, the balloon ruptured. The physician completely removed the device by pulling out the whole system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.